Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the event description, the patient was implanted with a second sensor in the right pa. The old sensor was dampened. The implant was a success with successful calibration and readings. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
It was reported that due to the dampened sensor the patient was having difficulty obtaining readings on their own. The patient was implanted with a second sensor on (B)(6) 2025 and has been successfully obtaining readings using the new device.